Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had received multiple unexpected restart alarms after battery change. It was reported that the device experienced and unexpected restart and the customer had to reprogram date settings. It was reported that the customer was advised the pump would have to be replaced and returned for analysis.